Event description:
Malfunction: the notebook computer shut down during surgery, the printer started printing, but the laser continued to fire and finished treatment. A system operator reports that following refractive surgery on one pt, the notebook computer looked like it switched from right eye to the left eye, but the laser indicated right eye. The print out from the laser said the left eye. The system operator confirmed the treatment performed matched what was being treated. The laser operator stated being authorized to speak for surgeon, the pt's bcva was the same preop to postop and the surgeon had no other concerns for this pt.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site eval, the territory manager loaded several treatments and conducted test surgeries, but was unable to duplicate the reported issue. A successful system verification to specifications was performed prior to his departure. Conclusion: based on the results of the investigation a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).